Manufacturer narrative:
Additional narrative: product investigation summary: article 07.702.016s / lot 3h53080 - the investigation of the returned vertecem v+ cement kit¿s shows that the blue plastic handle of the mixing cartridge is broken off. Unfortunately, the root cause concerning this damage cannot be determined. It is likely that too much mechanical force has been applied, which may have led to the breakage of the blue plastic handle. The device history record was researched with no abnormal findings identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was diagnosed with osteoporosis and t12 and l2 fracture compression. It was reported that during surgery while preparing the cement, it was noticed that the device does not go up or down and the handle comes loose so the cement was not the necessary consistency. Another package was opened and mixed with rotational movements up and down twenty (20) times but it also did not mix properly (was just one part liquid and a powder) because the handle came loose. The procedure was prolonged for an hour and then had to be rescheduled. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient ID and weight are unknown. Device was not implanted/explanted. Rescheduling of procedure. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.